Event description:
During coiling treatment procedure, it was reported the coil detached without manipulation and was successfully retrieved with a snare. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.